Manufacturer narrative:
As reported, during preparation of the 5mm angioguard, the filter (umbrella) could not be retracted into the yellow release sheath. Significant difficulty occurred while flushing the filter introducer and deployment sheath, with only part of the coil dispenser flushing successfully and no saline reaching the green handle. Saline was not visible within the coil dispenser. Proximal antimigration clips were removed after repeated unsuccessful attempts to load the filter, while the clip closest to the basket initially remained in place. The filter could collapse into the basket introducer but could not be advanced into the delivery sheath. The distal tip of the wire was unraveled/stretched. A replacement angioguard filter (model 601814r)) was used. There was no reported injury to the patient. The device was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted before use. Upon discontinuing use, the umbrella filter was removed from the introducer through the end attached to the delivery sheath in an attempt to reload it. The deployment sheath tip was fully seated in the filter basket introducer on opening. A non-sterile rx/5mm basket diameter/180cm was received inside a clear plastic bag and was unpacked for visual evaluation. The returned components included the delivery sheath, the capture sheath, the torquing device, and the ecgw system inserted into the delivery sheath. The remainder of the components were not returned for analysis. A buckling condition was observed on the delivery sheath located approximately 20 to 28 cm from the distal tip. The filter basket was over docked into the distal tip of the delivery sheath, and the distal end of the delivery sheath was accordioned due to the over docking condition. The distal tip of the ecgw system was unraveled. Vision system inspection confirmed that the filter basket was over docked into the distal tip of the delivery sheath, causing the accordioning condition, and no other outstanding details were observed on the returned part using the vision system. Functional analysis related to docking difficulty was not performed because the filter introducer, which is the key component required to perform the test, was not returned. Functional analysis related to flushing difficulty was also not performed because the filter introducer and the coil dispenser were not returned. Visual evaluation identified buckling of the delivery sheath, over docking of the filter basket into the distal tip of the delivery sheath, accordioning of the distal end of the delivery sheath, and unraveling of the distal tip of the ecgw system. The product analysis did not provide evidence to suggest that the reported event was related to the manufacturing or design process. The reported ¿delivery system ¿ loading (docking) difficulty ¿ into delivery sheath¿ and delivery system ¿ flushing difficulty¿ could not be substantiated because the components associated with these events were not returned (coil dispenser and filter basket introducer). However, the reported ¿distal tip (ecgw) ¿ unraveled/stretched¿ was observed. The exact cause of the event cannot be determined therefore use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use, and any product with damage is not to be used; information for safety is provided in the product labeling to make users aware of these risks. The instructions for use (IFU) state: ¿guidewires are delicate instruments and should be handled carefully. Prior to use, and when possible during the procedure, inspect the guidewire carefully for coil separation, bends, kinks, or damage of the filter basket assembly.¿ based on the available information and the results of the product analysis, there is no objective evidence to indicate the event is related to device design or manufacturing; therefore, no preventive or corrective actions will be taken at this time, and the event will continue to be monitored through routine post-market surveillance.

Event description:
As reported, during preparation of the 5mm angioguard, the filter (umbrella) could not be retracted into the yellow release sheath. Significant difficulty occurred while flushing the filter introducer and deployment sheath, with only part of the coil dispenser flushing successfully and no saline reaching the green handle. Saline was not visible within the coil dispenser. Proximal antimigration clips were removed after repeated unsuccessful attempts to load the filter, while the clip closest to the basket initially remained in place. The filter could collapse into the basket introducer but could not be advanced into the delivery sheath. The distal tip of the wire was unraveled/stratched. A replacement angioguard filter (model 601814r) was used. There was no reported injury to the patient. The device was stored, inspected, handled, and prepared according to the instructions for use (IFU). No abnormalities were noted before use. Upon discontinuing use, the umbrella filter was removed from the introducer through the end attached to the delivery sheath in an attempt to reload it. The deployment sheath tip was fully seated in the filter basket introducer on opening. The device will be returned for evaluation.